Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating the insulin pump had sensor glucose versus blood glucose differences. Customer's blood glucose was unknown mg/dl. The customer stated that the device alarm of a low and goes into threshold suspend. Customer stated check blood sugars and blood sugars will not be low. Customer stated their will be a 100 point difference in the readings on occasion. The customer was unable to do troubleshooting because of not having information. The customer will monitor and call us back if concern recours.

Manufacturer narrative:
The date of this report provided with the initial medwatch report was incorrect. The correct date has been updated on this report.